Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the jaw could not be opened after sealing during a laparoscopic oophorectomy and salpingectomy. As the jaw could be opened with the full opened handle, the additional resection or etc was not performed. The device was removed from the tissue by force but no tissue damage was caused. The procedure was completed with another device. There was no injury to the patient.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects, except for a lot of eschar. The reported condition was not confirmed. The jaws opened and closed normally using the handle. Functional testing was performed on simulated tissue. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seals were satisfactory and end tones were heard each time indicating completed cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states to keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the jaw could not be opened after sealing during a laparoscopic oophorectomy and salpingectomy. As the jaw could be opened with the full opened handle, the additional resection or etc was not performed. The device was removed from the tissue by force but no tissue damage was caused. The sales rep told the nurse and the doctor that it is necessary to clean the jaws frequently. The procedure was completed with another device. There was no injury to the patient.